Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
This complaint originates from a poster presentation that was presented at a cardiology conference. The physician reports a total of 11 stent fracture cases involving cypher stents. There is no information regarding additional complications or treatment. No additional information is available at this time. This report represents one event.